Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Functional testing found that the air detector was defective. The air detector was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air detector is defective. There was unknown patient involvement. Evaluation of the returned device confirmed the reported issue.